Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, lead noise was observed on right ventricular lead. The patient had a history of lead noise and it was not a new onset. The physician decided to make the recommended programming changes. The patient did not show up in the clinic therefor the programming changes were not made. The patient was asymptomatic.